Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by lawyer and described the occurrence of myelopathy in a (B)(6) female pt who used poligrip as a denture adhesive. A physician or other health care professional has not verified this report. In 1998, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced myelopathy, neuropathy, nerve injury, zinc high, and copper low. At the time of reporting, the outcome of the events was unk. According to the legal complaint, the pt used poligrip from 1998 until 2011. Diagnosis included high zinc and low copper ((B)(6) 2011), myelopathy. The pt was unable to work since 2007 (disabling). The pt complained of being unable to drive, legs felt weak/numb/stiff, fell a few times from stiffness and tripping over her feet, lightheadedness, dizziness, lower extremity weakness and numbness, and nausea and vomiting.